Event description:
A peritoneal dialysis pt reported a cassette was full of fluid. There is no report of pt ill effect. The sample is available for eval.

Manufacturer narrative:
The mfg facility received six samples from (B)(4), lot #10sr08007. This lot number is different than the lot number reported by the pt. Sample analysis: a functional test was performed on all the companion samples with the liberty cycler machine in order to fins any problem or alarm related to the failure mode. Conclusion: the result of the test shows the machine performed the set up and the rest of the treatment without any issues or alarms. Therefore, the complaint is deemed as unconfirmed. No further investigation is required, event data will be trended per quality data analysis procedure.